Event description:
The explanted device was returned to edwards.

Manufacturer narrative:
Report of edwards aortic bioprosthetic valve explant due to unknown reasons. Aortic bioprosthetic valve explant can be due to multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to these failure modes including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Device evaluation summary - the explanted device was evaluated; as received, host tissue fused leaflets 1 and 3 at commissure 1 by approx 3mm and leaflets 2 and 3 at commissure 3 by approx 7mm, both on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal at the stent outflow and moderate to heavy at the stent inflow. Minimal calcification was observed in the cusp areas of leaflets 2 and 3. All three leaflets were thickened and swollen at all three commissures. Hematoma was observed on leaflet 3. Additional manufacturer narrative: device evaluation indicates that host tissue overgrowth (pannus) is the likely primary cause leading to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic heart valve. Access to medical records has been denied. Multiple unsuccessful attempts have been made to retrieve suspect device.